Event description:
It was reported that the patient experienced an infection and therefore, underwent an implantable pulse generator (ipg) replacement procedure. The physician does not feel the infection was device-related. The explanted device was not returned as it was discarded by the medical facility. There were no reported complications postoperatively.